Event description:
Pt underwent total hip arthroplasty in 2005. Pt complained of groin pain at two week post-op and has had chronic groin pain since that time. Revision procedure ten months later replaced loose acetabular component.